Event description:
Covidien received a report of a n-395 with no audio. During a battery replacement performed by the biomedical engineer, the wire separated from the speaker.

Manufacturer narrative:
The biomedical engineer isolated the problem to the speaker.